Manufacturer narrative:
The scanner was down and could not be exposed due to an issue with the reconstruction computer. Corrective measures are under review. There was no harm or injury to the patient or user. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
A potential patient procedure was delayed because the scanner was down and could not be exposed.